Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the clinical sales representative (csr) informed the technical service engineer (tse) that the right master tool manipulator (mtm) on console serial number (B)(4) would ¿flip¿ when the surgeon attempted to use. The tse noted there were no errors or messages in the logs. The csr informed the surgeon moved to the other surgeon side console (ssc) to continue the procedure. The tse recommended the customer power cycle the system and allow for the mtm¿s to re-home and re-initialize. The customer continued with the case and then would power cycle after the procedure. It was requested a field service engineer (fse) follow up. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr confirmed they were present during the reported case and noted the system was working properly at startup and throughout most of the case. The system initially powered on without errors. Technical support was contacted for troubleshooting; however, technical support was not contacted prior to converting to the second surgeon side console (ssc). There was no image/video available for review. The procedure was completed robotically with no reported injury or harm.

Manufacturer narrative:
The reported issue was resolved following a power cycle of the system after the procedure was completed. No site visit was conducted by the fse. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by the rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.